Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 18940922/2000019598/20609547/20609547

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The patient was doing well postoperatively. The explanted products will not be returned due to hospital policy. No further information could be obtained despite good faith efforts.